Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Insulin pump received with a blank display anomaly due to cracked lcd glass. Unable to perform functional test including self test, sleep current measurement, active current measurement, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test due to blank display.

Event description:
Information received by medtronic indicated that insulin pump had crack on screen and it was broken. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.